Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from self sealing septum after insertion. No reports of bodily fluid exposure. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no sample or photo was returned to bd for investigation. MDR level a investigation: DHR review - all samples and challenges relating to the complaint were completed successfully and no issues related to the complaint were identified during production qn review - no issues related to the complaint were identified during production eura review - the defect can be due to misalignment of the cannula insertion process. Without the sample the cause could not be confirmed. The occurrence and severity of this incident does not exceed acceptable limits. Investigation conclusion: no samples displaying the condition reported were available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined.